Manufacturer narrative:
Other, other text: one device was returned for analysis. Visual inspection showed the bottom case was broken and both seals were removed. Reviewed of the event history log (ehl) showed a check syringe flange sensor alarm. Functional testing included performing a syringe test and the reported issue was duplicated. Check flange sensor error was found even though the optocoupler was replaced twice by the customer. The caused of the optocoupler issue was related to the main board. The main pcb was replaced. Service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown; no information has been provided to date.

Event description:
It was reported that the optocoupler failed to respond after it was replaced twice. No patient injury was reported.